Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a non-critical alarm was occurring. The patient heard the alarm on the date of this report stating the pump was alarming about every 2 hours so she came to the clinic. The pump was read and showed a reservoir volume of 1.8ml. The last pump refill had been on (B)(6) 2014 where 40ml was refilled into the pump reservoir. There was only a print report and no session report from that date. Via event logs, it was confirmed there was no update on the date of refill. The correct reservoir volume was then entered and updated on the date of this report which resolved the programming error/issue. It was also noted the reporter had ¿some printing issues¿ that were also resolved during the time of report. No patient symptoms were reported. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the printing issue was resolved with educational information at the time of the initial report.